Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was dropped and stopped delivering insulin as intended. The customer's blood glucose level was 232 mg/dl. Tandem technical support performed a system check on the pump and was able to confirm pump was functioning as intended. Customer did not acknowledge and maintained allegation that the pump was not delivering insulin as intended. In addition, it was reported that the battery gauge was observed to be fluctuating. Reportedly, the customer reverted to an alternate pump for insulin therapy.